Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 419688, lead, implanted: (B)(6) 2012. 5076-52, lead, implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported that the patient experienced pain. The device was explanted. No patient complications have been reported as a result of this event.